Event description:
It was reported that during a post-operation follow-up, post paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made.